Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) syringe inlets had particulate matter; there were black spots in the tube. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: two actual devices and two photographs of the sample were provided for evaluation. A visual inspection was performed on the actual samples, and it was noted that dark black particles of foreign matter was identified on the tubing on one of the inlets, and on the blue connector on the other inlet. The returned photographs were reviewed, and a small dark particle was observed on the tubing on the inlet of one product, and on the blue connector on the other inlet product. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.